Event description:
It was reported by an integra sales rep that possibly on (B)(6) 2010, the mayfield modified skull clamp was applied to the pt for either a neurological cranial, neurological spine, or orthopaedic spine procedure. Positioning of the pt was unk. The plunger knob fell off of the clamp. The length of time the product was in use before the event occurred was reported to be five to fifteen minutes before the knob initially fell off. There was no pt injury. There was no delay in surgery. No replacement or revision was required. The operating room (or) staff continued with the case. The skull clamp was removed after the case and the plunger assembly fell apart. Pt outcome was reported as normal.

Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the returned unit was received with the plunger stud and cap was missing. The lock has both rotational and lateral movement. Residue build up was present. All other components were functional. The reported problem could not be duplicated without the missing parts.